Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during cleaning, the glue on the instrument was found to be loosened and the blue handle was not firmly attached to the instrument. No patient involvement. No surgery delay. This report is for one (1) impactor f/pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot number h3, h6: a product investigation was conducted. Visual inspection: the visual inspection of the received pfna blade impactor has shown that the weld on top, which fixes the cap of the handle at the shaft is broken apart. Therefore the handle can be separated from the shaft. The device is in a used condition, there are marks of many hammer blows on the cap. There is also a mark of a strong hammer blow on the bottom side of the plastic handle. The part and the lot number are almost not present on the shaft anymore, it looks like the shaft was polished once during reprocessing. Just under perfect light conditions is was possible to identify a slight shape of the lot 9925480 on the shaft. Summary: the complaint is confirmed as the handle of the impactor is not fixed anymore due to the broken weld. The evaluation of the lot number has shown device was manufactured prior to CAPA and the corresponding field action. This CAPA was introduced in november 2016 due to other complaints of the same nature with the broken weld, therefore no further evaluation on this complaint is required. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.410, lot: 9925480, manufacturing site: bettlach, release to warehouse date: 16. June 2016, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.